Event description:
It was reported that a pta dilatation balloon ruptured on the first inflation at 27 atm in a fistula. During retraction, the balloon became stuck inside the sheath; therefore, both the pta device and sheath were removed from the pt as a single unit. Another sheath was inserted and a second pta balloon was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation and the investigation is currently underway.